Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported nondelivery. At 1843, the pump was programmed to deliver 5% dextrose and .225% sodium chloride, at an unspecified kvo (keep vein open) rate, for a duration of 2 hours, via a plumset soluset. No further programming parameters were provided. It was reported that after the soluset was filled with an unspecified volume of solution, the tubing was clamped proximal to the soluset. After two hours, the device alarmed that the delivery was complete. At this time, it was reported that the device display incremented that the volume infused; however, the nurse noted that the volume of solution in the soluset appeared to have not decreased. The tubing set was replaced and the therapy was resumed using the same pump. It was reported that two hours later, the device alarmed that the delivery was complete. At this time, it was again reported that the device display incremented that the volume infused; however, the nurse noted that the volume of solution in the soluset appeared to have not decreased. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.